Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that catheter was placed through peel-away sheath. When md began to peel sheath to remove it from patient's vein, sheath broke into several pieces. Difficulty was experienced when removing pieces. Forceps were used. All pieces were successfully removed. There were no patient complications.